Event description:
It was reported that the intraocular lens (iol) was inserted into the eye and was necessary for the doctor to perform a vitrectomy that was unrelated to the insertion attempt of the abbott medical optics z9002 lens. The amo lens was removed and an anterior chamber lens was implanted instead. The incision was enlarged; however, there was no reported patient injury or complication.

Manufacturer narrative:
(B)(4) - enlarged incision. The intraocular lens (iol) was returned to our product quality inspection laboratory. The iol was received in the unit carton with the lens case. The iol had one (1) distorted haptic and appeared to have evidence of viscoelastic, ophthalmic viscosurgical device (ovd). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.